Event description:
It was reported that upon reviewing a stored electrogram for ventricular fibrillation (vf) therapy, noise was observed on the atrial lead. This noise did not lead to the inappropriate hv therapy. The patient was swimming during the time of the episode. The noise on the atrial lead could be reproduced in the clinic.

Manufacturer narrative:
Na